Manufacturer narrative:
Clarification to d6a implant date: partial implant date was provided as "2014-2015?" Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted. Mastopexy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, h.6. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "ruptured implant". This record is for the right side. Device has been explanted.